Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-02207 and MFR. Report # 3005099803-2012-02208). It was reported to boston scientific corporation that two dreamtome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the dreamtome would not bow. A second dreamtome was obtained and was unable to bow completely. The procedure was completed with a third dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working length melted and torn (ripped).

Manufacturer narrative:
(B)(4): a visual examination revealed that the working length was twisted, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 5 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. In addition, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. During manufacturing, tome devices are 100% inspected, the melted/split extrusion is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.